Event description:
A decoder review of the data of the device was performed. It was found the cause of the disablement was related to the patient's autostim output current being programmed to the same value as the magnet output current. The patient's physician saw the burst watchdog timeout warning. Other than the noted burst watchdog timeout event, there were no anomalies noted. Due to unintended behavior in the model 106 aspire sr generator software, the generator can stop delivering stimulation unexpectedly. This event can only occur when a rare combination of circumstances are present, one of which is when the autostim output current is programmed greater or equal to the magnet output current as was the case for this patient. The patient's vns was then programmed to where the magnet output current was higher than the autostim output current.

Event description:
It was reported by the physician to the sales representative that there was a patient who somehow had their device deactivated. The physician believes it has been deactivated for the last couple of months as the patient experienced a significant increase in seizures. When the device was interrogated it could be seen the device was deactivated but could not recall what the settings were. The physician believes to have seen an error e10 but was not sure. Information was later received that the patient reported an increase two weeks prior to last programmed settings. The increase in seizures were below pre-vns rate and there are no known medications per the physician that may have contributed to the increase. No additional relevant information has been received to date.